Event description:
Related manufacturer reference number: 2017865-2022-05254. It was reported that the patient presented remotely via merlin.net. Review of transmission revealed oversensing noise and inappropriate automatic mode switch on the atrial lead and implantable cardioverter defibrillator (ICD). No changes or intervention was performed. There were no patient consequences.